Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. T he reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual and functional inspection due to an extra o-ring inserted inside the connector mechanism. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is improper assembly during manufacturing. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up, one battery did not connect and lock properly into the controller power port after repeated times. The battery was not used on the patient and it was replaced. No patient complications have been reported as a result of this event.